Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the cuff was refilling without being attached, and some liquid was getting in. The device inflated at night while the patient was on vent, and deflated at night. Over the past few weeks there had been air reported in the cuff even after the device deflated. It was indicated that it was going on with the previous tube and now with this one that had been in for 2 weeks. There was no reported patient outcome.